Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4+. Imaging was challenging throughout the procedure. An xtw clip (40411r1099) was inserted and deployed on the tricuspid valve. However, after deployment, the clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional xtw clip (40418r1107) was inserted. While in the right ventricle (rv), the second clip interacted with the implanted clip, causing the implanted clip to completely detach from the tricuspid valve and embolize in the right atrial appendage. The second clip was then deployed in the valve, reducing tr to a grade of 1-2. A snare was then inserted and the embolized clip was successfully removed. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported device damaged by another device (dislodged) was due to procedural circumstances. The reported expulsion was a cascading event of the reported device damaged by another device (dislodged). The cause of the reported difficult imaging was unable to be determined. The reported slda was due to patient anatomy. The reported embolism was a cascading event of the reported expulsion. The reported patient effect of embolism, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported unexpected medical interventions and removal of foreign body were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4+. Imaging was challenging throughout the procedure. An xtw clip (40418r1107) was inserted and deployed on the tricuspid valve. However, after deployment, the clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional xtw clip (40411r1099) was inserted. While in the right ventricle (rv), the second clip interacted with the implanted clip, causing the implanted clip to completely detach from the tricuspid valve and embolize in the right atrial appendage. The second clip was then deployed in the valve, reducing tr to a grade of 1-2. A snare was then inserted and the embolized clip was successfully removed. There was no clinically significant delay in the procedure.